Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappears, which the customer acknowledged and understood.